Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. During the collagen deployment, the operator claimed something didn't feel right. Approximately 15-20 minutes post deployment the pt had a loss of distal pulses. An arterial doppler showed an arterial occlusion at the level of the superficial femoral artery. The pt was sent to surgery. It was reported that collagen was removed from the artery. Bloodflow was re-established and no further complications were reported.